Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, it was not possible to identify the cause of the incident from the information obtained, it is likely that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope had a burnt c- cover. There were no reports of patient involvement.